Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. Upon examination on (B)(6) 2019, the patient experienced bradycardia and felt strange/did not feel good after the refill. A refill was done again, and it was noted that they had missed 1,5 ml. The etiology was related to the device or therapy (programming/refill). The etiology was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2019. The pump was delivering clonidine 300 mcg at 139.94559 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. The device diagnosis was ¿extravasation of clonidine during the refill.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal clonidine 300 mg/ml at an unknown dose via an implantable pump. The indication for use was not reported. It was reported that a partial pocket fill occurred. The pump was refilled with clonidine 300 mcg/ml, and 1,5 ml of clonidine was injected into the pocket. The patient experienced sleepiness and bradycardia. The pump was refilled and reprogrammed to resolve the pocket fill issue on the same day. The patient spent the night in the intensive care unit (ICU) for surveillance. Surgical intervention did not occur and was not planned. The issue was resolved. The patient's status was alive - no injury. The pump remained implanted and in service. It was unknown if any environmental, external or patient factors might have led or contributed to the event. It was unknown if any [additional] diagnostics/troubleshooting were performed. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. Information regarding the pump implant date was unavailable. No further complications were reported.